Manufacturer narrative:
To date the device involved in the reported incident has not been returned for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported "the skin dissection is not fine and it is slightly thicker in some place". On (B)(4) 2014 additional information was received from the distributor. There was no patient involved. This issue occured when tested prior to (device) sterilization. Further clarification was requested.